Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12614. It was reported the pt experienced heating at the ipg pocket site while charging. A replacement charger was sent to the pt.

Manufacturer narrative:
This model number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.